Event description:
A customer reported that the touchscreen of their pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer will use multiple daily injections as backup therapy to ensure continuous insulin delivery during this period.